Event description:
It was reported that a person with diabetes (pwd) reported that there were two separate line blocked alarms. Both events were resolved by changing the infusion set and occurred one day after inserting infusion site. The event that occurred recently caused pwd's blood glucose to reach 250 mg per dl. The pwd resolved it by changing the infusion site and bolusing with the pump. There was no patient harm or injury.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.